Manufacturer narrative:
The device was returned to olympus. And the evaluation found, broken camera cable, image abnormality (interference wave). And a loose camera cable. Based on the results of the investigation, it is likely, that the following led to the malfunction: the camera cable was broken, which may have caused the internal ccd (charged coupled device) to break. This may have prevented normal communication. Resulting in the image abnormality (interference wave). For broken cable: the cause of the problem could not be identified, based on the information obtained from this complaint and the results of the investigation. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited a broken camera cable, image abnormality (interference wave). And a loose camera cable. There was no patient involvement.